Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced frequent elevated blood glucose (bg) levels above 400 (mg/dl) and occasional small levels of ketones for approximately 1 month. Customer administered manual injections and boluses to treat their bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.